Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 02 (low flow) has occurred in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device received an alarm 2. When the circulation pump command was 100%, flow rate was 0.6-0.8l/min. Replaced circulation pump. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 02 (low flow) has occurred in arctic sun device. Per follow up information received via email on 10jun2024, they repaired the device on the customer site. The problem was defective circulation pump and they replaced the circulation pump.